Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when turning on the device, there is no display. There was no report of patient involvement.

Event description:
The customer reported when turning on the device, there is no display. There was no report of patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.